Event description:
Reporter alleged blood glucose measured 594 mg/dl at 6:37 pm back to back with a result of 153 mg/dl performed at 6:39 pm. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device, and replacement product was sent.